Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the customer found that there was a foreign object in the needle of the disposable venous blood collection device. The following information was provided by the initial reporter. The customer stated: "outpatient laboratory found that there was a foreign object in the needle of the disposable venous blood collection device. Immediately stop using it, seal it up and hand it over to the medical equipment department. Contact the supplier and send it back for verification."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the customer found that there was a foreign object in the needle of the disposable venous blood collection device. The following information was provided by the initial reporter. The customer stated: "outpatient laboratory found that there was a foreign object in the needle of the disposable venous blood collection device. Immediately stop using it, seal it up and hand it over to the medical equipment department. Contact the supplier and send it back for verification."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-07-07. H.6. Investigation summary: material #: 301746; lot/batch #: 2331216. Bd received 16 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The observation showed 8 samples with no foreign matter, 4 samples with lubrication lumps on the IV cannula, 3 samples with white foreign matter on the IV cannula, and 1 sample with black-grey foreign matter on the IV cannula. The white and black-grey foreign matters were tested with fourier-transform infrared spectroscopy (ftir) analysis. It was determined that the white foreign matter is likely polystyrene. The black-grey foreign matter was determined to be a protein. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter.